Event description:
While treating a patient the device displayed a "discharged fault" message. Complainant did not indicate that there was an adverse effect to the patient due to the reported malfunction.